Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions - no known patient injury or immediate conse-quence was noted during the procedure. Impact code: 4642 - modified surgical procedure - an alternative device was used to the malfunctioning device with an altered deployment strategy. 1802 - death - patient expired unrelated to surgery. Medical device problem code: 2981 - material twisted/bent - the guidewire of the malfunctioning device was kinked and therefore the device was unable to be deployed. 2949 - human-device interface problem - patient exhibited tortuous anatomy which may have made it more difficult for the guidewire to be removed in a smooth manner component code: 4755 - part/component/sub-assembly term not applicable - the device does not have distinctive parts or sub assemblies. Type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (endovascular issues > intrinsic guide-wire > permanently kinked) gave an occurrence rate of (B)(4). No statistical analysis was performed, due to this being a first time occurrence for this event. 4111 - communication/interviews: further information was received which clarified: · the kink was on the guidewire and could not pass through the thoraflex hybrid device · the kink prevented the removal of the guidewire from the thoraflex hybrid device · the guidewire was being advanced through the descending aorta through a 80-100mm aneurysm in tortuous anatomy. · the patient expired due to respiratory complication's, the clinician confirmed that the patients expiration was not related to the thoraflex hybrid device. 3331 - analysis of production records: a comprehensive batch review was performed to review the manufacturing process from raw materials to finished product. No issues were identified. 10 - testing of actual/suspected device - the device was inspected is that the guidewire is kinked in two places and there is damage to the guidewire port on the tip where the guidewire has become stuck. Whether or not these kinks were already present on the guidewire or whether they are a result of being stuck in the tip is impossible to determine. It is also known that the patient's anatomy was tortuous. Using a guidewire in tortuous anatomy will increase the chances of the guidewire taking a severe angle when exiting the tip, which would exacerbate any possible defects on the guidewire or make it more difficult for the guidewire to be removed in a smooth manner. The guidewire ports on the tip were determined to be suitable during manufacture therefore it is most likely that some combination of the tortuosity of the patient's anatomy and the positioning of the guidewire (e.g. If it has somehow looped back on itself) have caused this issue. Investigation findings: 213 - no device problem found: based on the investigation performed no device problem was found. Investigation conclusions: 4310 - cause traced to non-device related factors: as the patients anatomy was described as tortuous, using a guidewire in tortuous anatomy increases the chances that a guidewire is not removed in a smooth manner.

Event description:
Event reported as a .035 super stiff amplatz guidewire into the descending aorta in preparation for delivering a 30/34x150mm thoraflex hybrid. The clinician then pre-curved the thoraflex hybrid to take the shape of the descending aorta and placed the back end of the guidewire through one of the guidewire access ports on the thoraflex hybrid. The thoraflex hybrid was then advanced into the descending aorta until the sheath splitter met the aorta. The thoraflex hybrid was then deployed by pulling back on the strap handle and fully deployed. When attempting to pull the guidewire out of the thoraflex hybrid a lot of resistance was felt. More pressure was applied while pulling back on the guidewire and then the entire deployed thoraflex hybrid came out of the descending aorta and out of the patient. There are suspected fragments of the patient's intima on the removed device. A substantial kink in the guidewire was noted when inspecting the removed device. The clinician then opened a 30/36x150 thoraflex hybrid and deployed without the use of a guide wire and completed the rest of the case successfully. Email received on (B)(6) 2024 confirmed that on the (B)(6) 2024 patient expired due to respiratory conditions unrelated to the surgery or the aortic pathology. The procedure was a success. Blood loss is comparable to that commonly encountered during aortic surgeries requiring dhca (understood to be deep hypothermic circulatory arrest). This report is being submitted as a follow up #1 for mfg report number 9612515-2024-00053 to provide event closure information for (B)(4).

Manufacturer narrative:
Clinical code 4582 - no clinical signs, symptoms or conditions - no known patient injury or immediate conse-quence was noted during the procedure. Impact code 4630 - modified surgical procedure - an alternative device was used to the malfunctioning device with an altered deployment strategy. 1802 - death - patient expired unrelated to surgery. Medical device problem code 1506 - product quality problem - the guidewire of the malfunctioning device was kinked and there-fore the device was unable to be deployed. 2588 - defective device - the guidewire of the malfunctioning device was kinked and therefore the device was unable to be deployed. 2981 - material twisted/bent - the guidewire of the malfunctioning device was kinked and therefore the device was unable to be deployed. Component code 4755 - part/component/sub-assembly term not applicable - the device does not have distinctive parts or sub assemblies. Type of investigation 4110 - trend analysis: a 5 year review of similar complaints (endovascular issues > intrinsic guide-wire > permanently kinked) gave an occurrence rate of (B)(4) (complaints v sales). No statistical analysis was performed, due to this being a first time occurrence for this event. 4111 - communication/interviews: additional information and scans were requested from the site on 18 jul 24. 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 10 - testing of actual/suspected device - the device has been returned for testing. Investigation findings 3233 - results pending completion of investigation. Investigation conclusions 11 - conclusion not yet available.

Event description:
Event reported as a .035 super stiff amplatz guidewire into the descending aorta in preparation for delivering a 30/34x150mm thoraflex hybrid. The clinician then pre-curved the thoraflex hybrid to take the shape of the descending aorta and placed the back end of the guidewire through one of the guidewire access ports on the thoraflex hybrid. The thoraflex hybrid was then advanced into the descending aorta until the sheath splitter met the aorta. The thoraflex hybrid was then deployed by pulling back on the strap handle and fully deployed. When attempting to pull the guidewire out of the thoraflex hybrid a lot of resistance was felt. More pressure was applied while pulling back on the guidewire and then the entire deployed thoraflex hybrid came out of the descending aorta and out of the patient. There are suspected fragments of the patient's intima on the removed device. A substantial kink in the guidewire was noted when inspecting the removed device. The clinician then opened a 30/36x150 thoraflex hybrid and deployed without the use of a guide wire and completed the rest of the case successfully. Email received on 13 aug 24 confirmed that on the (B)(6) 2024 patient expired due to respiratory conditions unrelated to the surgery or the aortic pathology. The procedure was a success. Blood loss is comparable to that commonly encountered during aortic surgeries requiring dhca (understood to be deep hypothermic circulatory arrest).